Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an occlusion alarm. The customer's blood glucose (bg) level was elevated; however, the customer declined to provide additional information. Troubleshooting with tandem technical support (cts) indicated the occlusion alarm was due to blockage in the infusion set tubing. Reportedly, the customer would change out the tubing and the cartridge. Customer declined to provide any additional information.